Event description:
Boston scientific received information that this brady device and right atrial (ra) lead system exhibited high out of range (oor) pacing lead impedance (pli) and lead safety switch (lss) was noted. Also, there were some atrial tachy responses (atrs) in the logbook showing noise. Boston scientific technical services (ts) discussed troubleshooting options and recommended to continue monitor the patient and at next change out, new ra lead should be considered to allow monitoring impedance. Additional information made available that the cause was not determined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.